Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the femoral impactor pad fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d2; d4; d9; g3; g4; h2; h4; h11. Additional information has prompted a review of the previously reported investigation results. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The followings sections have been updated: b4; b5; g3; h2; h6; h11. Visual inspection of the provided image performed. Image clearly shows area of fracture on the device. Lot number etching is unable to be deciphered. The device was not returned for further evaluation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was confirmed by review of provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6 visual inspection of the returned device performed. Exhibits signs of use (impact marks) and is fractured, not all pieces returned. Performed dimensional analysis and results were found to be within specification. Item and lot number confirmed as correct. The features of the fracture surface visually align with a zrm in which an overload fracture failure mode was identified. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.